Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped and cracked. Upon review of the event history log, a force sensor bridge test error and a back-up audible alarm error noted. Device underwent multiple flow and occlusion tests; unable to confirm to reported customer complaint during testing. However, event history log has confirmed it. The problem source however has been determined to be unknown.

Event description:
Information was received that device has force sensor bridge test fault. No adverse effects reported.